Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports leaking/breakage was noted at the hub tip of catheter while the rn caring for the pt was changing the intravenous line. The rn reported that she pinched the catheter to prevent bleeding before disconnecting the old IV line and connecting the new IV line. The neonatologist was notified. The customer further reports breakage and leaking was noted just below the molded strain relief on the extensions. Betadine swab was used to clean the skin area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion. It was not difficult to secure and was secured with suture. The uvc was inserted (B)(6) 2013 in the umbilical artery. The uvc was used for continuous use. Heparin flush with a 3 ml syringe was used to flush the line. An alcohol swab was used to clean the device. The uvc was removed (B)(6) 2013. The device was not replaced. The status of the pt is stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.